Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including hypercholesterolemia, history of deep vein thrombosis/pulmonary embolism, migraine, atrial septal aneurysm, thrombophilia, hypertension, diabetes, heart failure, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, malignancy, and renal failure. Some of the complications reported were device embolization, surgical removal of device, arrhythmia, stroke, myocardial infarction, transient ischemic attack, hemorrhage, thrombosis, pulmonary embolism, atrial fibrillation, angina, hospitalization, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death was estimated. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "real world long-term outcomes among adults undergoing transcatheter patent foramen closure with amplatzer pfo occluder."

Event description:
The article, "real world long-term outcomes among adults undergoing transcatheter patent foramen closure with amplatzer pfo occluder", was reviewed. The article presented a retrospective, single center study to evaluate real-world outcomes of adult patients undergoing transcatheter patent foramen ovale (pfo) closure with the amplatzer pfo occluder. Devices included in the study were solely amplatzer pfo occluder. The article concluded that in this large real-world cohort of patients with cryptogenic stroke, the authors observed excellent safety and effectiveness outcomes for pfo closure conducted with amplatzer pfo occluder, similar to randomized controlled trials or other long-term cohort studies. New onset atrial fibrillation was one of the most commonly adverse events. Future studies should investigate early post-discharge management of patients to prevent readmissions. [The primary author was lusine abrahamyan, toronto general hospital research institute, university health network (uhn), toronto, on, canada. The corresponding author was eric horlick, toronto congenital cardiac centre for adults, peter munk cardiac centre, uhn, toronto, on, canada, with corresponding email: eric.horlick@uhn.ca]. The time frame of the study was from 1999 to 2017. A total of 479 patients were included in the study, of which all received an abbott device. The average age was 47.3 years and the majority gender was male. Comorbidities included hypercholesterolemia, history of deep vein thrombosis/pulmonary embolism, migraine, atrial septal aneurysm, thrombophilia, hypertension, diabetes, heart failure, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, malignancy, and renal failure.